Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with unspecified mentor gel breast implants and experienced capsular contracture baker grade unknown on the left side and bilateral rupture post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2025. This report is for the right breast prosthesis.

Manufacturer narrative:
On jun 26, 2025, the mentor failure analysis lab received two devices (lot numbers 270806 and 5535725) for evaluation. It is unclear which device corresponds to the left/right sides. A manufacturing record evaluation was performed for the finished device 270806 number, and no non-conformances were identified. Manufacturing date: nov/1/2003. Expiration date: nov/30/2008. A manufacturing record evaluation was performed for the finished device 5535725 number, and no non-conformances were identified. Manufacturing date: may/27/2004. Expiration date: may/26/2009. Device evaluation summary (lot number 270806): the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 3.5 cm. In addition, an area of shell abrasion was observed at the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. Manufacturer's reference number: (B)(4).